Event description:
It was reported that approximately ten months post implant of a ivc filter, after a successful filter retrieval, the filter was examined and a filter arm was noted to have detached from the rest of the filter. Fluoroscopy demonstrated the filter arm at the distal end of the introducer sheath. Alligator forceps were used to remove the detached limb without incident. No pt injury reported.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for eval. The investigation is currently underway.